Event description:
It was reported that significant attempts were made over the past two years to improve the patient¿s ocular surface (dry eyes) via prescription eyedrops and ipl/lipiflow combination, and several amniotic membrane placements. Also, a yag (yttrium aluminum garnet) capsulotomy was performed on both eyes (ou) and a lasik procedure in the left eye (os) only was performed to treat minimal refractive error. None of these measures proved successful in alleviating the patient¿s complaints as they are related to poor visual quality and glare, particularly of his left eye. After careful evaluation, customer pursued suspect lens explant procedure to achieve symptom relief. So finally, an exchange was performed to remove lens form the patient's left eye due to poor subjective vision quality at all distances despite refractive touch up and yag capsulotomy. A 3-piece, 23.0 diopter size non-johnson and johnson lens was implanted in the sulcus with optic capture. At the time of the explant procedure incision enlargement was done (simply to accommodate the 3pc iol cartridge) and a single suture for the primary incision. The patient outcome, post-op day-1 visual acuity 20/40 ph 20/30 doing well with typical postoperative edema. There was no patient post-explant injury. The explanted lens was bisected and discarded. No other information was provided.

Manufacturer narrative:
(Patient weight) and (ethnicity): asku/ not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.